Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the stimulator was not working to resolve symptoms. The patient had the stimulator battery replaced. There were no further patient complications are anticipated or expected as a result of this event.